Event description:
It was reported that the stent was stripped off from the balloon. The target lesion was in the coronary artery. A 3.00x38 synergy drug eluting stent and a guidezilla ii guide extension catheter were selected for use in a percutaneous coronary intervention (pci). During the procedure, it was noted that the stent was stripped off from the balloon at the collar of the guidezilla. The stent delivery system was then removed to the collar of the guidezilla and were removed together. However, a crack at the collar of the guidezilla was noted after removal. There were no device fragments left inside the patient's body and the procedure was completed with a different device. There were no patient complications reported.